Event description:
It was reported that during the device was used during a laparoscopic cholecystectomy. It was reported that the stapler was removed from a laparoscopic cholecystectomy package. Lap-nova plus - cholecystectomy tray (product# dc-10). This stapler misfired.